Event description:
I had a transvaginal mesh inserted for urinary incontinence. A few days later, I experienced excruciating pelvic pain and had to return to my gyn who did the surgery, - placement. She injected unk numbing meds to relieve the pain. Then I started having increased difficulty evacuating my bowels, which still remains today causing internal and external hemorrhoids. I am not able to control my urine, and cannot completely empty my bladder, causing uti's and cystitis. I sometimes have either a yellowish and a dark-tea colored drainage. I have lower abdominal pain and soreness while vacuuming or doing other bending/stooping house work. My gastroenterologist stated that the mesh impedes bowel movements. My gyn stated the mesh would be too entailed to remove. I do not know the name or manufacturer of the mesh. I urge the placing of transvaginal mesh be eliminated. Along with the mesh placement, I also had a rectocele and a cystocele for prolapsed organs, which I am sure by now have returned, and adds to my discomfort.